Event description:
Reporter indicated that patient had passed away. The patient presented to the emergency room for evaluation of new onset dyspnea that occurred with reclining throughout the evening before this presentation. Patient had a long history of seizures, hypertension and a long history of cigarette use (one and one-half packs per day). After referral to the hospital emergency room, patient was noted to be hypoxemic by o2 saturations and received oxygen with improvement. Initial laboratory analysis was done in addition to chest x-ray, echocardiogram and venous doppler of the lower extremities (results unknown). Initial therapy was recommended regarding patient's obstructive airway disease. In follow up, the respiratory therapist was checking on patient. Patient was trying to sit up on the side of the stretcher to urinate when patient complained of severe precordial discomfort and turned blue from the waist up. Patient was subsequently noted to have a barely palpable pulse at 30 and was not breathing. CPR was begun. Despite prolonged CPR and acls protocol, patient was pronounced dead. Physician indicated that the death seemed natural, but the precise reason for sudden decline is unknown. A provisional diagnosis of acute cardiopulmonary arrest was made. No autopsy was performed and death certificate is pending.